Event description:
It was reported that, "the revision was because, the implant started clicking, was uncomfortable, then became painful and got progressively worse. Summer of 2009, it became extremely painful. Primary doctor took x-rays and said, it was normal. Pt became bed ridden because of extreme pain and could not walk. She was then taken to the (B)(4). It was discovered that the cup rotated 180 degrees. She was revised and a new cup was put in on (B)(6) 2009. Since that time, it is better and she can walk on it but she is feeling occasional pain when she walks excessively."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.